Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer provided a blood glucose level of 136 mg/dl. Reportedly, the customer had manual injection supplies available for insulin therapy.